Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer (fse) confirmed several pre-use check failures on site (B)(6)2020 and replaced parts in the inspiratory system on may 19: expiratory channel printed circuit board (pcb), o2 and air gas modules, gas module nozzles and a connector muff. Software was reinstalled. No parts were returned for investigation. The evaluation of received device logs confirms a single occurrence of the technical error code for an open safety valve on (B)(6) 2020. (B)(6) will be used as the date of event. After that several internal leakage and patient circuit tests failed during pre-use check. A failure that causes the found technical error code can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and the generated technical error code. If the fault is present it will be detected during pre-use check. Leakage, in general, may lead to insufficient ventilation. Audiovisual alarms will be generated. The conclusion in this matter is that the reported leakage test failure was confirmed by our fse and in device logs. Several parts in the inspiratory system, including the expiratory channel pcb, were replaced according to recommendations in the service manual. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).